Manufacturer narrative:
A batch record review has been completed and there were no discrepancies found. Pm logs have been checked and all pm's were completed. Affected amount: 1pc. Aquacel ag drs 20x30cm was manufactured under sap code 1186118 and manufacturing lot number 0g01122. Lot # 0g01122 was sterilized under lot 2173-12103a and released on review of results of sterilization provided by sterilization company steris. All of the results were within specification and the product was released. The production process, in process testing and packaging of products was run in accordance with pi12-027 ver.57.0 for machine doyen 3. Visual inspection in accordance with tm-002 was completed at the beginning of the order and every 15 minutes following until the order was completed. No nonconformity was registered during the manufacturing process of lot 0g01122. There are 2 complaints registered within tw8.7 for the affected lot however they are for different complaint issues and malfunction codes. 2 photograph have been received for this issue and have been evaluated in accordance wi-0359. The photos confirm the complaint issue, the batch number and expected product. No physical sample has been received therefore it cannot be determined what the dirty marks are. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 1000317571.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Complainant street address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that there was dirt found on the dressing. The product was not used on patient. Photographs depicting the issue was received from the complainant.